Event description:
It was reported that a patient enrolled in a clinical study underwent a right partial knee arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2013 due to pain and a migrated implant. All components were removed and replaced with a total knee system.

Manufacturer narrative:
This follow-up report is being filed to correct information.

Manufacturer narrative:
.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 20 states, "persistent pain."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that a patient enrolled in a clinical study underwent a right partial knee arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2013 due to pain and a migrated implant. All components were removed and replaced with a total knee system. Additional information received noted that the patient alleged a baker's cyst formation in the knee prior to the revision on (B)(6) 2013 due to pain and implant migration. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.